Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device exhibited oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that their hands are constantly shacking after the implant of the implantable pulse generator (ipg). It was noted that the ipg have a sensing problem. The device remains in use. No further patient complications have been reported as a result of this event.